Event description:
The customer reported that while trying to seal mesentery tissue, bleeding occurred although an end tone, indicating a completed seal cycle, was heard. A new device was opened to complete the surgery. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.